Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported while a patient had been wearing a pod between 1 and 4 hours it was discovered that the pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition the patient reports being unsure of the cannula properly inserted at the pod infusion site as well as the cannula was found to be bent upon removal of the pod from the infusion site. The patient reported his blood glucose level was around 200 mg/dl.